Manufacturer narrative:
The device was received with the soft cannula fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The adhesive pad was fully attached to the bottom housing. No evidence of the adhesive pad becoming detached or separated from the pod was observed. Inspection of the adhesive pad and the adhesive welds found no damages or deficiencies that would result in the adhesive pad becoming separated from the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. The pod was reportedly separating from the adhesive at the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied.